Manufacturer narrative:
A follow-up ultrasound and subsequent helical CT scan of the child's brain showed there was no bleed. Additional information has been requested from the customer for the manufacturer's investigation. Method: (B)(4) investigation is scheduled to begin as soon as the additional information requested by the manufacturer has been received. Results (B)(4) no results until the conclusion of the investigation. Conclusions (B)(4) no conclusions until the investigation has been completed.

Event description:
A child (unknown age) was scanned (B)(6) 2011, using volume mode on the child's brain. The tams employee was told that the study was interpreted as a bleed.